Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed via merlin.net transmission. Upon reviewing, the implantable cardioverter-defibrillator exhibited non sustained right ventricular oversensing , which was caused by post paced t wave oversensing. Programming change was made. There was no patient consequences.